Event description:
It was reported that the patient experienced infection of the skin flap resulting in extrusion of the receiver-stimulator. Treatment with oral and topical antibiotics was unsuccessful resulting in the decision to explant the device. The device was explanted (date not reported). Re-implantation is planned but has not taken place as of the date of this report.